Event description:
Healthcare professional reported left side "issues with removing the implant from the packaging". Device disposition is unknown.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek/thermoform sticking.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for event a020501 difficult to open or remove packaging material. Visual analysis of the photographs identified: tyvek or thermoform sticking: observed delamination of the lid. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a4, b5, d4, d6b, h4, h6.

Event description:
The device remains implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatch should have been listed as malfunction.

Event description:
Healthcare professional reported left side "issues with removing the implant from the packaging". Device disposition is unknown.